Event description:
It was reported that a patient with an open abdomen started a therapy using renasys touch device with renasys touch 800ml cannister. The pump was reported to be alarming constantly with canister full and this was not the case. Renasys touch was changed over to a second renasys touch the second pump which had the same issue did start to work after the second canister was changed. No clinical complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been disposed of, and is therefore not available for evaluation. Due to this we have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. As no batch lot details have been provided for the canister, we are unable to complete a review of the relevant records, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.